Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. In addition, the right ventricular (rv) lead exhibited low pacing impedance. The atrial and rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.